Manufacturer narrative:
Additional information: b2, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the bacterial peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized and treated with vancomycin (1gram, intravenous, once daily) and ceftazidime (1 gram, intraperitoneal, once daily) for the event. At the time of this report, the peritonitis was not resolved. It was reported that treatment for peritonitis was stopped on an unknown date. The patient was discharged from the hospital on an unknown date. On an unknown date, the catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.